Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 140 mg/dl; a bg was performed which was 53 mg/dl. The patient started feeling 'strange' and asked a friend for sweets; however, before he could obtain any sweets, the patient lost consciousness. An ambulance was called and a bg was performed which was 23 mg/dl but the patient¿s cgm displayed 153 mg/dl. The patient was transported to the hospital, treated with IV glucose, and released the following day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.